Manufacturer narrative:
The customer¿s report of a separation was confirmed. During visual inspection, it was noted that the vinyl tubing was separated from the male luer. Visual inspection under magnification indicated that there was insufficient bonding solvent applied at end of the tubing that was separated from the male luer. No functional testing was performed because of the separation. Dimensional testing was performed and the tubing was found to be within specification. The root cause of the disconnected tubing was a manufacturing issue of insufficient bonding solvent being applied at the junction between the vinyl tubing and the male luer.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted with findings when the investigation is complete.

Event description:
The customer reported that the patient had normal saline infusing, and when the clinician attached the secondary line to the primary to backprime it, she noticed air entering the line. When she grasped the secondary tubing at the hub to see if it needed to be tightened the tubing separated from the male luer and fluid sprayed out of the line. There was no consequence to the patient or staff.